Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 -customer: esquina con almirante guisse #2375 postal code: 1164 phone: (B)(6). E3: occupation: regulator affairs chief g4- PMA/510(k) # k182985 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by the distributor, two roadrunner the firm hydrophilic wire guides were found to have "dirty guidewires" when the product arrived. There was no patient involvement.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported by the distributor, two roadrunner the firm hydrophilic wire guides were found to have "dirty guidewires" when the product arrived. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of unused product was conducted as well. Two complaint devices were returned to cook for investigation. Foreign matter that appeared to be black in color was found in one device packaging. The exposed guide wire did not appear dirty. Possible foreign could be seen in the packaging of the other device that was fine like in appearance. The exposed guide wire did not appear dirty. A document-based investigation evaluation was performed. A review of the device history record found a relevant non-conformance for ¿foreign matter¿ quantity of one. Although there was a relevant non-conformance to the reported failure mode, all non-conforming product was reworked prior to release and there are 100% inspections in place to capture this non-conformance. A database search for complaints on the reported lot found one additional complaint from the field for the same failure mode as the complaint device and is documented in (B)(4). The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned devices, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17jun2024. A "powder" like foreign matter was found wthin the sterile packaging of the complaint devices.